Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n199454, implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient could not recharge their implantable neurostimulator (ins). The reporter stated the patient noticed they could not "recharger" their ins following a radiation treatment. It was noted the manufacturing representative interrogated the ins and got a power on reset (por) message with a 0x400 code. It was further noted the por message was cleared and the patient¿s stimulation was turned on. It was noted the patient claimed the ins was turned off during each radiation treatment.